Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. In order to correct the issue, the stm replaced the top lcd display and the iabp successfully passed the display test. The stm then completed the pm and replaced the 9 volt critical alarm battery at 2 year interval. In addition, the stm provided the customer with battery cases. All functional and safety tests were performed to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) that during preventative maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) had a faded display and a ¿halo¿ watermark was observed on the top lcd when display test was performed as part of the pm. However, nothing unusual was identified in the fault logs. There was no patient involvement and no adverse event was reported.